Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the type of material and the probable cause for the foreign residue to remain on the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited residue and foreign material are coming out of the forceps channel, foreign material in the forceps elevator. There was no patient involvement.